Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) (B)(6) alleging that their onetouch verio iq meter was not holding charge. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the power issue first occurred at an unspecified time on (B)(6) 2016. The patient manages their diabetes with oral medications (type and dosage unspecified) as well as with diet and/or exercise. The patient denied taking any action in response to their regular diabetes management regimen routine as a result of the product issue. The patient stated that 20-30 minutes before the alleged product issue occurred they developed symptoms of ¿edgy, slurred speech and not right¿. In response to these symptoms the patient visited hospital at 9pm the same day. The patient was given ¿liquid glucose¿ by a healthcare professional (hcp) and had their blood glucose measured after this was consumed. The patient¿s blood glucose was measured as ¿9.8 and 11.1mmol/l¿ on the hospital meter. No further treatment was required at this time. At the time of troubleshooting the csr noted that there was no misuse of the product, and the issue could not be resolved with training. The patient¿s products were replaced and requested for evaluation. Although the patient received treatment from an hcp, there is no indication that the subject meter caused or contributed to a serious injury. The patient had become symptomatic prior to the alleged product issue occurring and the symptoms do not meet lfs¿s definition of serious hypoglycemia or hyperglycemia. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.